Manufacturer narrative:
Coaguchek xs serial number is (B)(6). The product has not been received for further investigation at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Section e3: occupation is patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter, serial number (B)(6). At 3:22 pm the meter result was 4.1 inr. At 3:33 pm the meter result was 1.7 inr. The customer used the same finger for both tests. At 4:00 pm the meter result was 2.8 inr. The customer used a new finger for this but stated they are not applying the blood within 15 seconds of the fingerstick. The customer's therapeutic range is 2.0-3.0 inr. Customer tests once a month.